Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the back therapy electrodes that was watery and red. The patient does have rosacea. There was no alleged device malfunction contributing to the irritation. Patient was given a calmosptine cream by a physician. Follow up indicated that the rash is gone.